Manufacturer narrative:
Follow-up # 1 (10/21/2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter was tested and no faults were found. The test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay-user/patient's mother contacted lifescan (lfs) to report experiencing an inaccurate high issue with her son's one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began two weeks prior to contacting lfs, at 5 pm. Reportedly the patient obtained an unrecalled glucose result on the subject meter which was compared to another unrecalled glucose result from a different meter, done 30 minutes or less of each other. The patient's mother stated that her son manages his diabetes with insulin (pump therapy) and due to the alleged inaccurate high issue, "right after 5 pm", he continued taking his usual dose of medication. She reported, 2 weeks prior to contacting lfs at 6pm, he developed symptoms of "shaking, sweating and feeling dizzy." The patient's mother denied using any other device at the time of the concern. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and was using an appropriate sample site. Replacement products were sent to the patient. This complaint is being reported because the patient's mother claims her son obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.